Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead ; product ID: neu_unknown_lead. (B)(4) pertain to product ID neu_unknown_lead,product type lead and product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient had their device explanted because the device leads eroded into the stomach; it was noted that this was a known complication. A new device was implanted 3 months later. No further complications were reported/anticipated.